Event description:
The patient stated that the keypad buttons required multiple button presses in order to elicit a response. The patient also indicated that she did not clean the pump and wore the pump in her pocket.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/24/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2012 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.